Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3889-28 lot# va15bn2 serial# implanted: (B)(6) 2016 explanted: (B)(6) 2016 product type lead. . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The representative reported symptoms not satisfactorily solved for patient. It was reported the cause that led to issue was programmed changes. There was no diagnosis test performed. It was reported that the device was explanted completely. It was noted that the issue was resolved at the time of this report. The patient¿s indicators were for gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.